Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the stent implantation the device had caused acute corneal decompensation. There was no intraoperative complications experienced during the surgery. Additional information has been requested and received stating the patient had experienced chronic edema due to the implant touching the endothelium. The symptoms are ongoing and the patient may need a endothelial transplant.

Manufacturer narrative:
Corrected information provided in h.6. Product coding updated to malposition from migration. The microstent was not received at the manufacturing site and is not available for evaluation. A valid lot number was not provided for this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. Additional information has been requested to clarify the incorrect lot number but no additional information has been provided. An event of corneal edema, bullae and decompensation due to microstent endothelial touch was reported approximately 8-months after implantation. The microstent was explanted, but has not been retuned for evaluation; thus, the reported issue cannot be evaluated. The root cause of microstent malposition is unknown. The manufacturer internal reference number is: (B)(4).

Event description:
The stent had been removed or explanted in a secondary procedure.